Event description:
Further information was received that the patient returned to the or for a full vns revision. System diagnostics were performed prior to the replacement and confirmed the observation of high impedance. During the revision, the surgeon reportedly created an incision higher than the previous neck incision from the initial implant so he could place the new electrodes on the vagus nerve. Because of this, he was unable to locate the previous electrodes as they were lower than the incision point. The surgeon then reportedly disconnected the old lead from the old generator and explanted the generator. Because he could not identify the attachment of the old lead to the vagus nerve, he decided to leave the complete old lead implanted, thought not connected to the newly implanted generator. Therefore, the fractured lead was not explanted at this time, but a new lead was implanted. The fractured lead has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
Report received that high impedance was observed on a patient's vns. The patient had reportedly been in the or for generator replacement. Prior to the replacement, the generator was interrogated and high impedance was seen. The battery status of the generator was also noted. The surgeon did not perform the replacement at that time. No surgical intervention has occurred to date. No further relevant information has been received.